Manufacturer narrative:
Initial 2 of 4based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced infusion set was accidentally pulled out during use due to tubing catching on something or pump falling on (B)(6)2026.